Event description:
It was reported that, "during impaction of accolade stem a metal piece broke off the end of the impactor." Rep stated that the broken pieces did fall into the pt but, was completely retrieved.

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Additional info has been requested and if received will be provided on a supplemental report.